Manufacturer narrative:
Submit date: 10/24/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states customer that the new needles they received do not stay on the syringe. If they half way tighten they will stay on but when they tighten all the way the needles will fall off. The customer is using prefilled bd syringes with the needles.